Event description:
Per the clinic, the patient experienced a balance disturbance issue and vertigo which led to a performance decrement and pain with the device used. Subsequently, the device was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.